Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Hi I spoke to the surgeon and he said it was on like the first pass as he was pulling the suture through tissue. He said he pulled the suture out of the patient and used a second suture from the same box and it worked fine. I reviewed proper needle holding with staff to ensure they aren¿t grabbing and damaging the swage point causing premature pull off. This suture was discarded so we do not have anything to send back. Also the box sent to me seems to be an error it was a biosense webster box and is approximately 5 feet long so seems like the incorrect box for a suture. I heard another rep mention this at recertation training last week and the pc team said if this happens to inform them. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and suture was used. It was reported that the needle popped of with minimal force application on first couple throws. No patient consequence was reported. Additional information was requested.